Event description:
In 2007 I got an augmentation with allergan smooth saline high profile implants. I was in the prime of my modeling career, did media for combats sports. I was happy and enjoying things I loved. Then life began to change. I started getting acne, then diagnosed with dermatographia. Excessive dry peeling skin on my face. Nothing to make me think it was my implants. In fact I was never told any symptoms to look out for or warned about risks with breast implants. The last 8 years of my life stopped due to chronic infections, chronic skin rashes, hair loss, I had over 40 symptoms, every test done, but yet I was normal. I had gone to several specialists who were all complexed with what was going on. I had several deficiencies, diagnosed with lupus and then fibromyalgia. I had a miscarriage which ended up having a d&c because my miscarriage was incomplete. On 22 medications to treat different symptoms all of which were not working. Im a single mom of three, I spent most of the last 8 years in a hospital. My children were always at the hospital. I suffered the most debilitating bone aches, muscle aches, migraines, cold hands and feet I have ever experienced. I was a physically fit athlete and model at (B)(6)at 10% body fat before my allergan implants. I recently explanted (B)(6) 2019. Im 95% recovered. Instantly I could breathe, my color came back, energy came and my body was healing again. I smile everyday now, my kids have their mom back. When I had my surgery they found a rupture of my saline implant of which I had a mammogram, ultrasound, MRI all of which did to detect a rupture. I had a grade 4 capsular contracture. My scar capsule grew into several ribs and my muscle. I had severe pain in my left breast. I had lumps in the right breast. All my lymph nodes were swollen including thighs and under my armpit. I developed rashes abc lesions on my breast prior to explant surgery. I had lesions head to toe on my body. Strong odor from urine and under arm odor that smelled of chemicals. Turned my white shirts a chemical yellow. It wasn't until recently explanting my allergan saline implants that my symptoms went away except ringing in my ears, blurred vision, brain fog. My body is completely cleared of rashes and lesions. I lost 8 years of my life a quality of life with my kids and extreme financial burden since getting implants. If I had known the risks such as alcl, I would have never gotten my implants. They destroyed my life all for the mere emphasis in perfection of women¿s breasts. I lost a modeling career, I lost a singing career, I lost my abilities to be a mother, I couldn't work like I used to, I couldn't walk upstairs, my body was dying and I felt it but yet I had to put a happy face on for my kids. Life is so much better without my implants. Life is worth living again. I¿m a mother of three and they are extremely happy that I¿m back. This not only impacted me but also my family, my relationship, and so much more. There needs to be more unbiased studies. More information printed on booklets, educated surgeons who are mandated to discuss all risks, manufacturers who are held accountable. Please help thousands of women who are sick from breast implants. Declare breast implant illness a real disease, so medical professionals know how to treat their patients properly.